Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an anomalous component in the connector block of header. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.